Manufacturer narrative:
(B)(4). Photo analysis: visual analysis of the photographs identified .through the photos provided, it is not possible to determine the lot number and catalog. Observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture, seroma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown, seroma, and lymphadenopathy.

Event description:
Physician reported "implant rupture, capsular contracture - baker grade unknown, fluid accumulation and enlarged lymph nodes. Subsequently, patient report swelling and feeling of tension". MRI and ultrasound performed. Device has been explanted and replaced with a non-allergan device. This relates to the left side